Event description:
It was reported that the customer was having issues with connecting the heartmate touch wireless bluetooth adapter.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues connecting the heartmate touch wireless adapter, serial number (B)(6), was not confirmed. It was reported that the customer was having issues with connecting the heartmate touch wireless adapter. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen and the connection failed - heartmate touch app error message. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The wireless adapter is manufactured by a third party who maintains the device history records. No further information was provided. The manufacturer is closing the file on this event.